Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl at the time of incident. Customer stated at the dentist had some work done blood glucose 450 mg/dl took it again. Customer other blood glucose value 314 mg/dl, 433 mg/dl and 160 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump was under delivering. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.